Event description:
The pt was diagnosed with prosthetic valve dysfunction. During the valve replacement operation, it was noted that the valve "appeared to be normal on the aortic side. However, there was visible through the prosthesis a fibrous in-growth of tissue on the ventricular side, which partially obstructed the outflow through the disk mechanism". Following this operation the pt experienced acute cardiovascular collapse and expired.